Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information for further investigation was requested but not provided. The analyzer is now working to specification.

Event description:
The customer alleged they received questionable ion selective electrode sodium and potassium results for one patient on their c111 analyzer. The customer provided data for one discrepant sodium result. The patient's initial sodium result was 100 mmol/l and it was reported outside the laboratory. Due to the initial result, the doctor sent the patient to (B)(6). On (B)(6) 2014, the sample was repeated and the result was 141 mmol/l. The patient had another blood sample tested in the hospital and the result was in line with the repeat result. The patient was not adversely affected by this event. The sodium electrode lot number was 21533641. Expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).